Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows minimal electrode wear with dried tissue present. There are scuff marks present on the spacer and a significant amount of scratch marks on the exposed shaft and the black shrink tube. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and plasma was generated on the remaining electrodes. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. It is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
Parts of the tip of the ambient hipvac wand fell off during the surgery. Detached part could be removed from the joint. No patient harm. No significant extension of surgery time.